Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump does not turn on after putting in a battery. The customer¿s blood glucose was unknown. No further details were provided. The device will be replaced and returned for analysis.

Manufacturer narrative:
Blank display due to corroded battery tube. Unable to perform the self test, displacement test and operating currents measurement due to blank display anomaly.